Event description:
It was reported that the patient experienced a shocking or vibrating sensation that produced pain on the tailbone. The event occurred approximately 4 days prior to report. The event had only occurred once, but it was very painful and the patient was still quite sore. The patient had a motor vehicle accident on (B)(6), but the patient did not correlate the accident to the current event. The patient also reported a couple instances of shocking that occurred in the days after the initial implant, but they had resolved. Approximately three weeks later it was reported that the patient had a device replacement surgery on (B)(6) 2012, and the patient's available as of the date of this report.

Event description:
Additional information received indicated that only the concomitant implantable neurostimulator (ins) was replaced (left side) and this ins (right side) was not. There were no abnormal impedances for the right side ins. Any additional information regarding the concomitant system will be reported in manufacturer report # 3004209178-2012-06243. It was noted the patient had not required hospitlization and patient outcome was no injury.

Manufacturer narrative:
Product ID 3093-28 lot# v872545 serial# implanted: 2012-(B)(6) explanted: product type lead; product ID 3093-28 lot# v828528 serial# implanted: 2012-(B)(6) explanted: 2012-(B)(6) product type lead; product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient; product ID 3037 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type programmer, patient; product ID 3058 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: 2012-(B)(6) product type implantable neurostimulator. (B)(4).